Manufacturer narrative:
The customer report that the tubing broke and leaked was confirmed based on visual inspection of the as-received set sample. The used set was received separated at the engagement between the upper fitment and silicone segment. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection under magnification of the separated silicone segment end observed evidence of a prior retainer ring indentation which does not look to be misaligned. No testing was deemed necessary due to the obvious separation. The root cause of the separation was not definitively identified.

Event description:
It was reported the attending rn noticed that the IV tubing connected to the insulin drip was broken and the insulin bag was empty. The breakage appeared to be above the pumping segment and the entire insulin bag had leaked and emptied onto the floor. Although requested, there has been no additional patient or event information provided.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported the attending nurse noticed the IV tubing connected to the insulin drip was broken and the insulin bag was empty. The breakage appeared to be above the pumping segment and the entire insulin bag had leaked and emptied onto the floor.